Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a dissection occurred while using the arterial sheath of the neuroprotection system (nps). The physician used an additional 5-0 prolene to suture down the dissection flap. The procedure was completed successfully with no health consequences or impact to the patient.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.